Event description:
During preparation for cardiopulmonary bypass, the air detection sensor continuously indicated the presence of air, even though, no air was present. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Actual device involved in event was evalauted, electrical tests performed, performance tests performed, negative results of device testing, device evaluated and alleged failure could not be duplicated, no failure detected and device within specification.